Event description:
Rptr alleged discrepant blood glucose tresults of hi on the advantage system when compared with a result of 133 mg/dl on a professional meter. A second tresult of hi was obtained with the advantage system and compared with a result of 140 mg/dl on another professional meter. The location of the first testing was not provided. The second set of results were obtained at a hospital. No quality controls were performed. No adverse event occurred. No actions were taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.